Event description:
It was reported that this right ventricular (rv) was surgically removed due to exhibited high out of range shock impedance (great than 3,000 ohm) and high threshold. X-ray images did not reveal any lead fractures or dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.